Event description:
It was reported by the rep that the 1 tlc75 was used during a colectomy procedure. It was reported that the instrument locked out when the surgeon attempted to fire it. He was using the linear cutter to transect the bowel. The case was completed with another instrument and there was no consequence to the pt.